Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # ni. Additional information was requested and the following was obtained: did the tissue pad melt? (Pad being loose, but not fallen off the clamp arm; groove ) - not sure or did any part of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) - yes. If yes, did any piece fall into the patient? No. Was the piece retrieved? Yes. Did this cause a change in the plan of care for the patient? No. Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? - not sure. Is the detached tissue pad being returned with the device? No. Was the detached tissue pad discarded? Yes.

Event description:
It was reported that during a total laparoscopic hysterectomy (tlh) procedure, the tissue pad was broken. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # m9363j. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. In addition, the tissue pad was in good physical condition and properly attached to the clamp arm and not detached as reported by the customer. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for: "it was noticed that the tissue pad was broken". The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history records were reviewed with no anomalies noted during the manufacturing process.